Event description:
The technician reported the brakes would not hold. The bed is located in the bed shop of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake caster and brake steer caster were out of adjustment, the cause is unknown. The technician adjusted the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.